Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name interstim; product ID 3889-28 (lot: va1exbn); product type: 0200-lead; implant date (B)(6) 2017; explant date: (B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient underwent complete removal of the battery and lead for MRI purposes today. However, caller stated that upon attempting to explant the lead, it broke. Caller stated physician cut down to the bone and was unable to remove it so patient has a fragment that includes the electrodes and some tines remaining. Caller inquired about MRI eligibility. Agent reviewed use of MRI eligibility form, potential MRI compatibility of fragment and redirected to physician.